Manufacturer narrative:
This report is for an unknown nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported that on an unknown date in 2021, an unknown tfna nail broke in the patient. The patient underwent revision surgery on (B)(6) 2021 after experiencing a fall and intertrochanteric fracture. On (B)(6), when the patient went to sit on a chair, a cracking sound was heard and the patient complained of pain. X-ray taken on an unknown date showed the unknown tfna nail was broken in half on the proximal side of the plate. The patient underwent removal surgery on that day for the removal of the broken nail and bipolar hip arthroplasty. The surgeon commented that this breakage of the nail was not a product problem but a problem of instability of the fracture site due to poor reduction. No further information is available. Concomitant devices reported: unknown proximal femoral nailing system (tfna) helical blade (part# unknown, lot# unknown, quantity 1), unknown tfna end cap (part# unknown, lot# unknown, quantity 1), unknown nail distal locking screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) unk - nails: tfna. This is report 1 of 1 for (B)(4). This pc is related to (B)(4).